Event description:
It was reported that during a ptca procedure the balloon would not deflate after the first inflation to 10atm for 1 minute. Attempts to deflate that balloon with a syringe were unsuccessful. The balloon was removed from the vessel and into the guiding catheter inflated. No pt injury was reportedly associated with this product issue. No pt injury was reported associated with this incident.